Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. Related medwatch number for the vigileo monitor is 2015691-2016-01894.

Event description:
It was reported that the vigileo monitor used with a flotrac sensor showed high values when compared with the values provided by the echocardiography. The co (cardiac output) value displayed was approximately 9.0 l, the sv (stroke volume) was 155 ml, the patients pulse rate was 60 and the blood pressure was low. An error message of ¿sv high¿ was displayed, however, there were no error messages or alarms related to the co values. The expected values were 3 l for the co and 60 ml for the sv. No additional information was able to be obtained. It was further indicated from the customer that the problem was not with the products but with the software and the technique. There was no allegation of patient compromise. The device was discarded at the hospital.